Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
The patient reported infusion set was leakage at site and had high blood glucose levels of 200-300 mg/dl range on (B)(6) 2026 and it has been in use for six days.